Event description:
It was reported that a malfunction alarm/code occurred but was successfully reset, allowing the customer to continue using the pump without issues. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and advised them to call back if the issue recurred. The customer acknowledged and understood the guidance provided.